Event description:
It was reported that this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.